Event description:
A radiologic technologist from a dental imaging center reported to a midmark sales representative that during the process of positioning a patient, a vantage panoramic x-ray unit, serial number (B)(4), would continue moving down after the "down" button on the patient table was released. The radiologic technologist removed the patient from the machine. There was only one occurrence and the machine performed normally afterwards. The midmark sales representative spoke to the radiologic technologist and confirmed there was no injury.

Manufacturer narrative:
The unit is equipped with an emergency stop switch. The user manual explains that "depressing the button will immediately halt all motor movement". A midmark sales representative performed an on-site investigation and confirmed that the vertical movement switches allowed the column to move up, down and stop upon command. The emergency stop switch was confirmed to function as intended. The vertical movement switch and the associated cable were replaced and returned to midmark for further analysis. The alleged failure could not be reproduced.